Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 17-june-2024, it was reported by the patient that he was hospitalized for hyperglycemia due to bent cannula. Current blood glucose level was 245 mg/dl. Infusion set was placed in lower back and hip. Patient was instructed for proper insertion technique. No further information was available.